Event description:
It was reported that the device became entrapped on the guidewire.a 2.1 mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat in stent restenosis. The catheter was inserted over a 315cm non-boston scientific wire loaded onto a 4mm-7mm non-boston scientific filter wire. Two passes blades down and two passes blades up were completed successfully with no issues. The filter was full, and the operator used rex mode 1cm proximal to the filter to aspirate any thrombus overburdening the filter. Upon rexing, the catheter welded to the wire as the operator was pulling the catheter back (antegrade). The operator toggled between rex mode and high-speed advancing the catheter back and forth to try to dislodge the material in between the wire port and the wire. The material dislodged with the wire removing freely over the device; however, the wire outside and distal to the pod had kinked, and the unit could not be backloaded off the wire. The catheter was removed with the wire and filter together. There were no distal emboli to the foot and the case was completed using ranger drug coated balloons.